Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13413, 3005099803-2013-13414, 3005099803-2013-13415 and 3005099803-2013-13416 for the related device information. It was reported to boston scientific corporation that four jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the guidewire detached inside the patient exposing the metal core wire tip. Three more jagwires were attempted to be used, however, the distal tip of each guidewire also detached inside the patient exposing the metal core wire tip. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13413, 3005099803-2013-13414, 3005099803-2013-13415 and 3005099803-2013-13416 for the related device information. It was reported to boston scientific corporation that four jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the distal tip of the guidewire detached inside the patient exposing the metal core wire tip. Three more jagwires were attempted to be used, however, the distal tip of each guidewire also detached inside the patient exposing the metal core wire tip. The procedure was completed with a fifth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing the core wire tip approximately 3.4 cm from the distal end. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. There was no evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the returned device that a section of the distal tip detached exposing the tip of the metal core wire. It is most likely that unstated procedure and possibly clinical factors could be have contributed to the device damage, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 15630865.